Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the arm of the tlif distractor broke intra-operatively during a lumbar fusion spine procedure on (B)(6) 2025. Fragments were generated and removed easily without any additional intervention. Another set was opened, and the procedure was completed successfully with no delay or consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found one of the rings at the bottom was broken. The broken fragment was returned for evaluation. Additionally, corrosion was found. The investigation did not find evidence to confirm the allegation o foreign substance. No other problem identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The observed corrosion spots are due to cleaning/sterilization methods. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the articulating distractor would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for articulating distractor was conducted identifying that lot number t0610 was released in four batches. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 22 dec 2010 with no discrepancies. Batch 2: lot qty of (B)(4) units were released on 17 jan 2011 with no discrepancies. Batch 3: lot qty of (B)(4) units were released on 18 feb 2011 with no discrepancies. Batch 4: lot qty of (B)(4) units were released on 18 feb 2011 with no discrepancies. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.